Manufacturer narrative:
H6: investigation summary no sample or photo was received for quality investigation. The customer complaint of component damage - no leak - fluid blockage could not be verified. A device history record review for model mz9313 lot number 22049064 was performed. The search showed that a total of 2,403 units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported while using bd maxzero¿ extension set the line wouldn't flush. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: material #: unknown batch #: 22049064, - bd maxzero trifuse extension set is defective. 1 of the extensions is plugged and will not flush, removed cap and checked clamp. Had co-worker double check. Line will not flush lot #22049064 - I came across a trifuse connector in which one of the ports does not flush and seems to be blocked. It seems to be just that particular length of tubing (not the blue connector cap, nor the other two tubes) that is occluded. Iwas told to fill out an slr on it but the item was being used to demo how to prime the tubing for a new orientee. So it was not intended to be used on any particular patient. The product is a bd maxzero microbore tri-fuse extension set with 3 removable IV connectors. It is product #18866 in materials management's storeroom catalog. Lot # 22049064

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set the line wouldn't flush. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: material #: unknown batch #: 22049064, bd maxzero trifuse extension set is defective. 1 of the extensions is plugged and will not flush, removed cap and checked clamp. Had co-worker double check. Line will not flush lot #22049064. - I came across a trifuse connector in which one of the ports does not flush and seems to be blocked. It seems to be just that particular length of tubing (not the blue connector cap, nor the other two tubes) that is occluded. Iwas told to fill out an slr on it but the item was being used to demo how to prime the tubing for a new orientee. So it was not intended to be used on any particular patient. The product is a bd maxzero microbore tri-fuse extension set with 3 removable IV connectors. It is product #18866 in materials management's storeroom catalog. Lot # 22049064